Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during new install of, the cardiosave intra-aortic balloon pump (iabp) balloon pump batteries, batteries are not charging. There was no patient involvement.

Event description:
Iit was reported that during new install of the cardiosave intra-aortic balloon pump (iabp) balloon pump batteries by a getinge field service engineer, the batteries are not charging. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated and replaced power supply assembly to fix the issue. Ran all the tests in accordance to the manufacturer's specifications. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received power supply assembly with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the batteries would not charge and the part is faulty. No root cause identified. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.